Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had to change the catheter every 3 weeks due to clogging. No medical intervention was reported. Additional information was received that the patient experienced three occurrences of clogging of the catheters. The patient was initially getting his catheter changed every 4 weeks. The first 2 clogging occurrences happened at the 3 week mark and the final occurrence at the 2 week mark. The patient visited the emergency room, and the first 2 times the catheter clogged and his doctors office for the final clogging occurrence. All three times, the doctors confirmed that the patient had "white crystals" clogging the catheters. It was not determined why the "crystals" were forming; however, in all instances there was an attempt by the medical staff to flush the catheters. All three attempts were unsuccessful and subsequently the catheter was drained and replaced. The patient did not suffer any infection or post replacement symptoms. The patient significantly increased his water intake and had not had any issue with his new shipment of catheters.

Event description:
It was reported that the patient had to change the catheter every 3 weeks due to clogging. No medical intervention was reported. Additional information was received that the patient experienced three occurrences of clogging of the catheters. The patient was initially getting his catheter changed every 4 weeks. The first 2 clogging occurrences happened at the 3 week mark and the final occurrence at the 2 week mark. The patient visited the emergency room, and the first 2 times the catheter clogged and his doctors office for the final clogging occurrence. All three times, the doctors confirmed that the patient had "white crystals" clogging the catheters. It was not determined why the "crystals" were forming; however, in all instances there was an attempt by the medical staff to flush the catheters. All three attempts were unsuccessful and subsequently the catheter was drained and replaced. The patient did not suffer any infection or post replacement symptoms. The patient significantly increased his water intake and had not had any issue with his new shipment of catheters.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deteriocation prior to use."